Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, reporting that her one touch verioflex meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter was reading inaccurately after she had dropped it. She stated that at 8:17am on (B)(6) 2019, or 7:28am on (B)(6) 2019, she obtained a blood glucose result on the meter of ¿157 mg/dl¿. The patient considered the result to be high compared to her normal readings but was unable to say what she considers ¿normal¿ to be. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient advised that she takes ¿lots¿ of medications to manage her diabetes but did not want to provide a detailed breakdown. She reported that she did nothing unusual after obtaining the ¿high¿ reading and continued with her usual diabetes management routine. She stated that later the same day, she developed symptoms of ¿headaches, nausea and vomiting¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient confirmed that control test had not been manually selected. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining an alleged inaccurately high reading on the meter and continuing with her usual diabetes management routine.